Manufacturer narrative:
Device code: 1494 this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -10.00/+2.5/112 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2023. The lens had a low vault and the patient experienced a refractive surprise. The lens remained implanted. Cause of the event was due to the device. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5 reportedly, "her vision is 6/6 now after lasik, she is ajournalist." (B)(4).